Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that, while outside of a procedure, it was identified that the imaging system had an issue with the imaging door (gantry) not being able to close before a system calibration. The gantry was extended manually and moved into position. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The imaging device was returned to the manufacturer for analysis. Testing revealed that the reported issue was unable to be confirmed. The system was returned and the x-stage cover was found to be damaged, which is an issue that did not contribute to the reported issue. If information is provided in the future, a supplemental report will be issued.